Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, implanted: (B)(6) 2017, product type: screening device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urgency frequency. It was reported the device was not working and the lead wire had dislodged/migrated. It noted the patient was asleep at the time of the call. It was noted the trial began on (B)(6). There were no further complications that have been reported as a result of this event.